Manufacturer narrative:
Details of complaint: the customer reported that their facility experienced a storm after which six (6) of their war room central nurse's stations (cnss) started displaying comm loss. This lasted for about 20 minutes. No patient harm or injury was reported. Investigation summary: nihon kohden technical support (nk ts) requested assistance from clinical (cits) to remote into the server to verify if a power outage due to the storm was the root cause. During troubleshooting it was discovered that the facility's network switches did not reboot as expected after the ungraceful exit due to a power outage. This caused file system corruption. The root cause is determined to be the facility's network environment. The file system corruption occurred due to the fpc0 having not been rebooted after the ungraceful exit. A review of the serial number history shows no recurrence of the reported issue.

Event description:
The customer reported that their facility experienced a storm after which six (6) of their war room central nurse's stations (cnss) started displaying comm loss. This lasted for about 20 minutes.

Manufacturer narrative:
The customer reported that their facility experienced a storm after which 6 of their war room central nurse's station's (cns's) started displaying communication loss. This lasted for about 20 minutes. No harm or injury occurred. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available.

Event description:
The customer reported that their facility experienced a storm after which 7 of their war room central nurse's station's (cns's) started displaying communication loss.